Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Patient was revised to address pain and tibial loosening. Loosening occurred at the cement/implant interface. Cement manufactured by depuy. (B)(6) 2013: the patient underwent left total knee arthroplasty secondary to left knee degenerative arthritis. No intraoperative complications noted. (B)(6) 2017: the patient underwent a revision of the left knee secondary to pain and suspected loosening. Intraoperatively, the surgeon discovered the tibial component was loose at the cement to implant interface. There were no intraoperative complications noted. Pmh: degenerative arthritis, left knee. Doi: (B)(6) 2017; dor: (B)(6) 2018 (left knee).